Event description:
The sales rep reported on behalf of the customer, "the problem was caused by surgeon error when the surgeon twisted the handle to remove the cement plug, which is the way the zimmer version works. If you do this to the stryker on it, leave the end of the instrument in the pt. Although the hospital acknowledges that the problem was caused by surgeon error, they wanted to notify stryker. We have overcome the problem by supplying the stem shaped introducer which cannot be twisted."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.